Event description:
It was reported that this pacemaker was undersensing due to the atrial flutter response that led to overpacing for this patient. There are also inappropriate ventricular episodes stored as the intrinsic atrial to ventricular conduction is one to one. Technical services (ts) provided reprogramming actions. The device remains in use. No adverse patient effects were reported.